Event description:
It was reported that during an unknown procedure the staples were falling out of the device. The pt had to have the incision site packed with dressing, because the staples fell out prematurely. Post-op used steri stris to close holes.